Event description:
The customer called and reported the insulin pump alarmed with no delivery, followed by motor error. Her blood glucose was 147 mg/dl. During troubleshooting, the customer was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarms could not be confirmed due to the prime anomaly. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corner, minor scratches on the display window and a missing end cap sticker.